Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, interrogation found dashes (---) for parameters. An attempt to download the software was unsuccessful. Therefore, the device was replaced.